Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00064 to provide the retention sample evaluation results. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from the reported product code/lot # combination and the surrounding lots. A visual examination of the samples confirmed there were no visual defects. A magnified inspection of the junction between the side tube and the 3wsc confirmed the presence of adhesive on all three samples. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. The exact cause of this complaint cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00064 to provide the retention sample evaluation results.

Manufacturer narrative:
(B)(4). The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported sheath separation on the rss602 device. Follow-up communication from the user facility reported the following information: the stopcock on the pinnacle sheath had separated from the sheath's side tube; the patient bled out from the groin due to the separation; this was observed after the procedure while the patient was in holding; blood loss is unknown; and the procedure was completed successfully.